Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. A transvenous device was implanted in place and remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that the reason for explant was that this patient felt discomfort from this s-ICD and preferred a transvenous device. The hospital obtained this s-ICD and would need to be returned from them.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. A transvenous device was implanted in place and remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that the reason for explant was that this patient felt discomfort from this s-ICD and preferred a transvenous device. The hospital obtained this s-ICD and would need to be returned from them.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. A transvenous device was implanted in place and remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported.